Manufacturer narrative:
No device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973 and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged to device malfunction and came up with error message. There was no report of serious patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. No follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer became aware of allegations, for a dreamstation 2 that the device malfunction and came up with error message. The manufacturer received voluntary medwatch (mw5149218). The device has not yet been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The report previously reported as uno recall, now it was updated and corrected. In box b, box g and box h sections was updated and corrected.

Manufacturer narrative:
In previous report (device) problem code grid was wrong in this report, now code is corrected. In box b, box g and box h sections was updated.